Event description:
It was reported that a user experienced hyperglycemia with a concurrent manual fingerstick of 388 mg/dl; the user had made a recent lunch meal announcement and did not perceive insulin at the infusion site, and troubleshooting included disconnecting from the body, and reconnecting, after which glucose began to decline. Investigation included technical troubleshooting with infusion line priming and site reconnection. The case revealed that insulin delivery through the set and tubing was re-established and subsequent glucose reduction. No symptoms associated with elevated blood glucose was reported. Outcomes included no reported injury, and no hospitalization. It was concluded that the cause of the hyperglycemia was unclear, with possible infusion delivery interruption prior to troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.